Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The seal tore on the device. Another device was used to complete the case. There were no consequences to the patient.